Event description:
It was reported that the pump had a system failure force sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The left plunger case was broken and misaligned from right plunger case. Force sensor test error was found at power up, failed force sensor reading. The root cause of the reported issue was found to be the force sensor was out of calibration due to broken and misaligned of left plunger case. Actions were taken to mitigate the reported issue: replaced left plunger case. Performed pm maintenance and all functional testing which passed. .